Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 363 mg/dl, with polydipsia, polyuria, nausea, vomiting, and moderate ketones, associated with an alleged prime issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump was not priming the tubing during the load step. The prime history was reviewed with the patient and the prime history indicated the patient was not fully priming the tubing. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.